Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient underwent bladder neck suspension using a fascia sling on (B)(6) 2013 due to sui, post complications of mesh surgery and pop. It was reported that patient underwent hysterectomy, vaginal vault suspension and vaginal reconstruction on (B)(6) 2014 due to pop. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent gynecological procedure concurrently with cystoscopy procedure.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh excision/revision on (B)(6) 2013 due to pelvic pain.